Manufacturer narrative:
Concomitant medical devices: 459888 lead, implanted: (B)(6) 2015; 6947m62 lead, implanted: (B)(6) 2015; dtbb1qq crtd, implanted: (B)(6) 2015.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited low impedance. The ra lead was explanted and replaced. It was also reported that the patient's left ventricular (lv) lead dislodged. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated that the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.